Manufacturer narrative:
(B)(4).the root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility originally reported a colleague infusion pump with failure code 812:05. However, upon reviewing the pump's event history, a baxter service technician discovered that failure code 812:05 was a cascade failure of failure code 810:11. Furthermore, baxter quality engineering discovered that failure code 810:11 had occurred during and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).evaluation summary:the condition of a colleague infusion pump with failure code 810:11 was discovered and confirmed in the pump's event history by a baxter service technician. No assignable cause was provided during product evaluation but the air in line printed circuit board was replaced to correct this condition.